Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Consumer contacted via social media and stated that the string broke off the tampon and she had to go fishing for the cotton piece inside. No injury was reported.